Manufacturer narrative:
The 30 degree endoscope plus has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history indicates that this record is related to patient identifier (B)(6). A review of the instrument log for the 30 degree endoscope plus (pn: 470057-08, sn: (B)(4)) associated with this event has been performed. Per logs, the 30 degree endoscope plus was last used on (B)(6) 2022 on system (B)(4). This complaint is being reported based on the following conclusion: it was alleged that the endoscope image was inverted. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia assisted surgical procedure, the endoscope vision was upside down. The clinical sales representative (csr) stated that when turning the sterile adapter attachment, he could feel it ratcheting as he turned the endoscope. The site continued with a new endoscope. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image of the endoscope was flipping, not the actual device.